Event description:
The customer reported that the device failed to discharge.

Manufacturer narrative:
The customer reported that the device failed to discharge. The customer reported having localized the issue to button #3 (shock) on the front bezel. Replacing the bezel resolved the reported issue.